Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing as well as cartridge during the load fill process. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer's blood glucose level.